Event description:
Pt was being transferred from chair to bed via hoyer lift by aide. Wheel broke during transfer and hoyer tipped. Aide broke fall but client hit floor striking head on floor. Pt was evaluated in ER. Head cat scan negative. No apparent injury reported.